Event description:
A piece of the drill bit (approximately 1.0 mm in length) broke off. C-arm was used during the case and the portion of drill bit was found in the 5th metatarsal adjacent to the screw. Surgeon decided to leave the drill bit in place.